Event description:
After just a few seconds of use under no particular lateral strain the reprocessed shaver blade started to spew out metal filings into the irrigated space during right knee arthroscopy. These appeared as glitter on the video screen. The area was rinsed out and no filings were left in the patient. A new, unreprocessed blade was used after that with no difficulties encountered.====================== health professional's impression======================the outer surface of the inner cannula is severely scratched circumferentially along its entire length with a few random unscratched sectors totaling maybe 20% of the length. The inner surface of the outer cannula has a number of gouges. I suspect this was started by one small, hard object that got into the 0.6 mm space between the cannulae and then, during rotation, started generating filings which caused a cascade effect as more filings begat more filings.====================== manufacturer response for shaver blade, dyonics======================they believe this was a user-caused problem, most likely lateral torquing that would result in scratching concentrated at the distal and proximal ends. (In fact, scratching is along entire length.) Being a reprocessed item, quality control is paramount and we believe there has been a breech in that part of their process. We feel that if they analyze it, they will just say that it was caused by the user. They offered to have ecri analyze it but they feel that report will likely be too technical and not really pertinent to the issue which is our loss of confidence in the (reprocessed) product.